Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed system error. Blood glucose level at the time of the incident was unknown. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed self-test and displacement test. Pump error found in the insulin pump history (line number = 3148 and file number = 26) due to software error (tt=2252). Unit was received with minor scratches on case, cracked select button keypad overlay, keypad overlay peeling, pillowing keypad overlay, cracked retainer, keypad overlay texture damage, missing display window cover, corroded battery tube and minor scratches on lcd window.